Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition pain was reported for undetermined reason. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered. This is a combined initial and final report.

Event description:
The user's hearing performance with the device is affected. Pain on the implanted site and reduced speech clarity was reported.